Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not provided for reporting. There are (2) different event days reported. (B)(6) 2017. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Catalog # 03.037.022 - lot # f-17391, manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 22.apr.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a surgery with a antegrade femoral nail. The incident occurred on (B)(6) 2017. Customer reported that item drill bit tip was broken during drilling over the guide wire for insertion of the proximal femoral nailing system (tfna) locking screw. The customer also reported that some of the broken drill tip fragments may have remained in the patient's bone post-operatively. Outcome post-surgery unknown - approximately one week post-op. No adverse event reported, drill bit appeared to be missing, 3 small fragments from the tip. Two of the 3 pieces have been identified on x-ray as being in the patient, registrars said no procedure would need to be performed to remove the bits as they will just stay there. Complaint involves 1 part. Concomitant parts reported: 1xtfna locking screws, part unk, lot unk; 1x nail, part unk, lot unk; 1x 3.2mm guide wire, part unk, lot unk. (B)(4).

Manufacturer narrative:
Based on the received photograph of the device, it is visible that the tip of the drill bit is broken as reported. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.